Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.

Event description:
A successful coronary artery bypass surgery was performed on bypass. Patient flows decreased and md opted to implant impella 5.5, however, was unable to pass the catheter due to patient vasculature. The case was completed without impella support. During impella 5.5 pump insertion, the patient experienced a failure to advance. Clinical stated that the impella 5.5 was unable to pass due to vasculature. The impella 5.5 was removed and the decision was made to attempt to continue to wean off bypass. This is considered a reportable malfunction.